Event description:
It was reported that this pacemaker was explanted and replaced due to a non specific product performance anomaly. This device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. This investigation will be updated should pertinent information become available in the future.